Manufacturer narrative:
Year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient asked for assistance increasing amplitude because they had not had any therapeutic effect for months. They had been peeing like a race horse every five minutes. External device use was reviewed, and when they launched the micro patient application, they encountered a power-on-reset (por) message. They dismissed the message and turned therapy back on again. It was discussed that the patient had no idea therapy had been off, and they suspected it was off for a long time without them realizing. After turning therapy back on again, the patient indicated stimulation sensation was mildly uncomfortable but not painful. They declined to turn the amplitude down and reported they had not been using the recharger application when charging their ins because they were again seeing a recharger not found message. It was reviewed how to reset the recharger and this resolved the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the reset (por) was due to the rechargeable stimulator's battery draining/low battery which caused the device being unexpectedly off. They had to wear depends again until it got back on course, although if having a glass of wine they pee every 8 minutes. The issues were resolved now and the device was still in use.